Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that the implant was removed, the lead replaced and re-implanted (B)(6) 2024.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that ins was removed on (B)(6) 2024 and that the cause was not due to normal battery depletion and remains unknown and issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2lydf implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lead revision/replacement was due to a proximal lead migration potentially following a fall. The issue was resolved and the device discarded.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2lydf); product type: 0200-lead; implant date (B)(6)2022 ; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that their old device wasn't working and they had to take it out and put a new one back in a couple of months ago. Patient stated that their hcp did an ultrasound and they could see that the 2 electrodes had slipped out of position away from the patient's nerve. Patient stated that their hcp took the whole thing out and cleaned it up, and then they received a new implant. They also reported that they were not receiving their desired symptom relief. The patient reported that for the past year and a half, they had to wear pads because their devices had not been effective. The patient stated that their symptom relief had gradually declined, and that as of now their symptoms were a nightmare and they couldn't get to the bathroom on time. Patient noted that they got about 40% symptom relief, and they still had to wear adult pull ups. Patient reported that they have tried multiple programs, but none of them have worked. Patient mentioned that they have been trying to change programs more frequently to find one that works. Patient reported that they switched programs this morning. Agent redirected patient back to hcp, patient will conti nue to track symptoms. Patient also reported that their handset has been slow to charge. Patient services reviewed programing expectations. [See pe (B)(4) regarding symptoms with the new device].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that in (B)(6) 2022 their hcp implanted a device for their bladder control. They stated that it worked great and they didn't need pads or depends. Ten days after they had the battery implanted it didn't work as well. They had to wear a pad for urine leakage. About a year later it didn't work, they had to wear depends. In (B)(6) 2024 they removed the device, cleaned it, and reimplanted it because a scan showed two of the four electrodes were no longer in place.